Manufacturer narrative:
Background information: the age of the cushion at the time of the complaint is 1 year 4 months. Expected lifetime of cushion is 2 years. J2 owner manual (xt2405, rev d, page 2, section f) states "warning: always avoid exposing your cushion to sharp objects, excessive heat or open flame, and prolonged exposure to environmental conditions like freezing temperatures and/or direct sunlight. Do not leave the cushion outside overnight at temperatures below 40°f (5°c). Allow the cushion to warm to room temperature before using. Sitting on extremely cold or hot surfaces can cause skin damage." J2 owner manual, page 5, states "easy maintenance and cleaning: wipe to clean the foam base and towel dry. Note: when the cover is removed from the cushion for cleaning inspect the fluid pad and foam base for unusual wear." Discussion: jay cushions have an expected lifetime of 2 years. The age of the cushion at the time of the alleged foam breakdown is 1 year 4 months. If foam breakdown occurred before the expiration of the expected lifetime and in spite of correct maintenance and appropriate exposure, it would be considered a malfunction of material integrity. Materials such as foam may break down early if exposed to direct sunlight, caustic fluids, or freezing temperatures, or if otherwise mishandled. Conclusion: the jay foam cushion is considered a material malfunction if, as alleged in this case, the foam breaks down (when handled appropriately) within the two-year lifetime. At this time, the cause of the foam breakdown is not known. Due to alleged foam break down and tear in cushion cover, a malfunction of material integrity is assigned and the development of pressure sores, although presumably not serious in this case, could become serious if the malfunction were to recur. Therefore, out of an abundance of caution, this MDR is being filed.

Event description:
Dealer states that cover is ripped on cushion and foam is coming through. Also, foam on cushion is flattening. Dealer was informed by end user that he was developing pressure sore, but did not require medical treatment. No description of where pressure sore is located or severity.